Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Gary had a pcu8015 sn (B)(4). The unit would not turn on and had system error red arrow flashing gary confirmed there was 24 volt output on switching power supply board. After gary replaced logic board the issue was resolved. After a little while, it had the same symptom again. Gary did mentioned that third party battery was used on the unit before. But now he uses manufacture approved battery. Gary would like to send this unit in for flat fee repair. But he could not because it was a small screen. It is end of life and end of support. Failure device type: failure problem type: failure mode: case resolution: